Manufacturer narrative:
An event regarding dislocation involving a trident psl ha cluster 54mm was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as no device was returned. - medical records received and evaluation: insufficient medical records were provided for a medical review. - device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. - complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, clinical history, operative reports, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
It was reported that patient's hip was revised due to dislocation. Implanted new cup and mdm construct.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that patient's hip was revised due to dislocation. Implanted new cup and mdm construct.